Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to low blood glucose. The cause of death was an insulin coma. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 53 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The customer was found unconscious by a roommate. The caller agreed to return the insulin pump for analysis if they're able to find it. Frn-mmt-326-reservoir.